Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump delivered two units of insulin and then alarmed no delivery. His current blood glucose level was 289 mg/dl. The customer's blood glucose levels were around 400 mg/dl before he began insulin pump therapy. The product was not returned. Nothing further to report.